Event description:
A doctor reported that his patient had repeated issues with a transfer set. This case refers to one patient who indicated two times that he had a cracked transfer set (transfer sets from the same batch) and exchange of the transfer sets was necessary. This case involved one unit and occurred on (B)(6) 2010. The transfer set had been used since (B)(6) 2010. There was no patient injury reported. The patient was not hospitalized and the transfer set was exchanged immediately due to slow leakage. The patient has been doing peritoneal dialysis since (B)(6) 2008.

Manufacturer narrative:
(B)(4). A sample was requested. Should additional information become available, a follow-up MDR will be submitted. Review of batch records found all components acceptable and released, in process audits, inspections, and test results in limits and acceptable. All following procedures for packing and shipping were per requirements with no incidents that would indicate damage or other events that might result in damage or cause this type of issue.

Manufacturer narrative:
(B)(4). This complaint was confirmed for extensive cracking and flaking on the twist clamp. Root cause was undetermined. A batch review of this specific manufactured lot was confirmed negative for any problems. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.